Manufacturer narrative:
Philips service replaced the image disk and ippc, freed disk space, rebooted the system, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro storage failed due to low disk space; reboot required on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.